Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the recommended bolus amount was too large. Customer's blood glucose (bg) was 112 mg/dl. Reportedly the customer did not deliver the bolus. The customer entered bolus again and the pump calculated the bolus correctly. Customer declined further troubleshooting.